Event description:
It was reported the pt complained of discomfort at her scs ipg site. The pt underwent surgical intervention on (B)(6) 2014 to revise her scs ipg pocket location. The pt reported the discomfort resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.